Manufacturer narrative:
Product analysis : at analysis it was determined that both output connectors, the hanger and the lower case were all broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.